Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The 15mm x 2.75mm nc quantum apex balloon catheter was advanced to the lesion however the hypotube broke in half. The device was pulled out and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the returned packaging and device match the batch number for this complaint. There was contrast in the inflation lumen and blood in the hub. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 97cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to the lesion; however, the hypotube broke in half. The device was pulled out and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.